Manufacturer narrative:
The device was received for evaluation. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'blank screen' which was reproduced. The reported condition was verified. The cause was determined to be physical damage to the liquid crystal display (lcd) screen which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump displayed a blank screen. The event date, process step and the location where the problem was found were unknown. There was no known patient injury or medical intervention associated with this event. No additional information is available.